Event description:
It was reported that during a rotator cuff surgery using speedbridge the needle bent when the surgeon attempted to pass it through the tissue. The patient's tissue was reported to be thick or fibrous. To complete the procedure, the surgeon used a penetrator ar-2167-2. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.